Event description:
Note: event date is unk. It was reported to boston scientific corp that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy with dilation procedure (pt's age unk, however, over 18 years old). According to the complainant, after completion of the procedure vacuum was applied. However, the balloon did not fully deflate and became caught in the scope. The balloon required cutting in order to be removed from the scope resulting in damage to the inside channel of the scope. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The complaint description could not be confirmed. A device history record review confirmed that this device met all material, assembly and performance specifications. No anomalies were noted during mfg that could be related to this complaint. A review of the complaint history for lot number 12733865 was carried out and no similar complaints were found. A review of the directions for use (dfu) was performed. The dfu provides the following warning: the balloon must be thoroughly deflated and all fluid removed prior to withdrawal (approximately 10-30 seconds depending on balloon size and inflation medium). As the balloon was not deflated fully, this would result in the reported event. As the device was not used in accordance with the dfu, the most probable root cause has been classified as use/user error. (B)(4).